Event description:
Patient was revised to address pain associated with loosening of the tibial tray at the cement/bone interface. Depuy cement was used in the primary surgery. Poly wear was also reported. (Right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the insert and tibial tray part and lot number combinations; one prior report for the cement part and lot number combination. However, review of the (B)(4) system show that at least 50 other devices from the reported cement lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. Unsuccessful attempts were made to try to obtain additional information. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.